Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray with other items, for the report. The sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for both functional tests. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at the cutting edge and a other locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A photo attached to the parent complaint was reviewed by the investigation site. The photo shows two paks stacked, top pak label is the same product and lot number as reported, bottom pak label is not related to this quality summary (qs) file. The complaint evaluation confirms the probe had a cut failure, the evaluation also indicates the probe had an actuation failure. The cause of the cut failure is the observed gouge marks on the cutting edge of the inner cutter of the probe. The root cause of the cutting edge gouges and actuation failure is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action has been taken by the manufacturing site as it appears that the observed actuation and cut failures were due to excessive use of the probe by the user. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician at the time of operation theater (ot) during surgery found that the cutter did not cut properly with aspiration condition not reported. There was no adverse effect. The procedure details and patient harm was not reported. Based on information received following information was updated the procedure performed was retinal detachment with no patient contact, surgeon confirmed that the cutter did not cut vitreous with no information regarding aspiration.